Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported failure but was able to confirm the reported failures via error logs. The board was installed on a test system and came up with no errors and all the gantry motors were driven through their full range of motion with no issues and the psc was driven back and forth with no problems. The system ran 10 power cycles with this board and no errors were logged against it. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable after the start of a surgical procedure, although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the customer experienced repeated recoverable faults on the patient side cart (psc) helm. The customer attempted multiple power cycles but the fault kept returning. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to exercise the joystick and the helm controls repeatedly, power cycle the system and the breaker but the issue persisted. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, fse replaced the patient cart handle sensor (pchs) and axes controller platform cable (acpc).